Event description:
Discordant falsely depressed sodium (na) patient sample results and low quality control results were obtained on a dimension exl 200 system. Discordant patient sample results were reported to the physician(s) over a period of five days from (B)(6) 2022 to (B)(6) 2022. No patient data was provided. The customer stated that some patients were treated for hyponatremia and some patient surgeries were delayed. The customer suspended reporting sodium results on (B)(6) 2022. There are no known reports of adverse health consequences due to the discordant falsely depressed na results, treatments, or delays.

Manufacturer narrative:
A united states customer contacted the siemens remote services center (rsc) regarding discordant falsely depressed sodium (na) patient sample results and low quality control recovery obtained on a dimension exl 200 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (29-jun-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer. No patient data or quality control data was provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer site. Maintenance was performed by the cse as part of normal troubleshooting. System verification indicated acceptable performance after the service visit. No other issues have been reported by the customer since the service visit. The instrument is operational. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00154 was filed 14-jun-2022.